Event description:
Since (B)(6) 2024 clinic visit there have been numbers of ventricular noise revisions since the lead was implanted in 2012. On clinic visit on (B)(6) 2025 isometrics, ventricular noise was replicated, and it resulted in ventricular sensing and not ventricular paced beats on this pacemaker dependent patient. The patient had occasional headaches at home. The ventricular sensitivity was decreased from the last visit and no new ventricular high-rate episodes since (B)(6) 2024 visit. The rv lead was continued to be monitored. On (B)(6) 2025, the rv lead was explanted by the physician and a new lead was replaced. No patient condition was reported during the rv lead explant procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the patient was stable upon the right ventricle lead explant procedure on (B)(6) 2025.